Manufacturer narrative:
D4 - serial number was requested but not yet provided. Related regulatory reference report MFR # 2916596-2023-07207; 2916596-2023-07208; 2916596-2023-07209; 2916596-2023-07210. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the metal contacts of the batteries were burned. The battery charger charging the batteries also had burn marks on the internal metal contacts. The four batteries and battery charger would be replaced.

Event description:
It was additionally reported that the patient was not burned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged contacts on the 14v battery was not confirmed. There were no photos of this battery or log files submitted for review. The battery, serial (B)(6), was not returned for analysis. The provided information stated that the batteries and universal battery charger (ubc) had marks on the contacts indicating damage. There was no alarm or error code present. The battery was exchanged. Additional information provided stated that lithium-ion batteries cannot be shipped to the us due to shipping restrictions. A root cause for the reported event cannot be conclusively determined through this investigation. The 14v battery was inspected and accepted into the storage location on (B)(6) 2022 per material. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.